Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm or moisture damage on electronic assembly and motor noted. The insulin pump had a cracked case at display window corner, cracked lcd window, minor scratches on lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm on the insulin pump, following exposure to moisture, due to heavy rainfall. The customer's blood glucose level was not known. The customer was advised to contact a hospital to get a new insulin pump. Cracks on the display of the insulin pump were also reported. No further information provided.